Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora was intended to be used during a procedure. No damage noted to packaging. No issues removing the device from the hoop. The device was inspected with no issue noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the balloon had just started to be inserted when the shaft broke/detached, during delivery through the vessel. The device was pulled out. No part of the device remained in the patient. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube at the radiopaque markerband, 52.6cm distal to the strain relief. A kink was evident on the hypotube distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.